Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a cloudy lens and the product has been implanted. Additionally, the surgeon commented on comparison of a clear lens versus this cloudy lens. He stated there are two distinct appearances to the lenses such that they appear to be made of two different materials. Some lens are crystal clear, other have a slight hazy translucency. Not causing any obvious clinical issue, but may impact the vision with a slightly reduced contrast in the eye. The lens is hazy implanted on (B)(6) 2015. No further information was provided.